Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the control body fluid damage, the mecha base plate fluid damage, the segment steel braid broken, the zoom lever broken, the light guide fiber bundle (lcb) broken, the remote control button(1) cracked, the remote control button(2) cracked, the down pulley wire stretched, the angle wire corroded, the segment corroded, the control body corroded, the receptacle corroded, the nozzle gluing missing, the body cover grip leak, the remote control button(3) disinfections damage, the distal body worn out, the suction channel kink, the angulation-down angulation zero degrees, the angulation-up angulation zero degrees, the bending rubber faulty connection, the insertion flexible tube (ift) faulty connection, the root brace rubber faulty connection, the light guide fiber bundle (lcb) faulty connection, the light guide cable faulty connection, and the angle wire communication issues with cpu board; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.